Event description:
This case was initially received via regulatory authority (therapeutic goods administration, reference number: (B)(4)) on 04-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube neoplasm ("left device was removed with the painful tumor it caused - 12cm x12cm round") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube neoplasm (seriousness criteria medically significant and intervention required) and back pain ("the right device is still in situ, causing dreadful back pain"). The patient was treated with surgery (left device removed). At the time of the report, the fallopian tube neoplasm and back pain outcome was unknown. The reporter considered back pain and fallopian tube neoplasm to be related to essure (ess205). The reporter commented: patient wishes to have the right essure device removed. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (therapeutic goods administration, reference number: (B)(4)) on 04-aug-2018. The most recent information was received on 06-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube neoplasm ("had a 12 centimeters tumor growing around one of the devices / removal of a huge tumor attached to the left device - 12cm x12cm round"), device dislocation ("both essure devices had migrated, still in pelvis as seen on x-ray/ devices have migrated into my pelvis"), embedded device ("devices are embedded into her tissue"), the first episode of chest pain ("chest pain (first hospitalization)"), the second episode of chest pain ("chest pain (second hospitalization)") and suicidal ideation ("suicidal thoughts") in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included contraceptives nos since 1998 for contraception. On (B)(6) 1998, the patient had essure (ess205) inserted. On (B)(6) 1998, 3 days after insertion of essure (ess205), the patient experienced the first episode of dyspareunia ("mild pain during intercourse"). On (B)(6) 1998, the patient experienced the second episode of dyspareunia ("mild pain during intercourse"). On (B)(6) 1998, the patient experienced the first episode of dysmenorrhoea ("mild pain during menstruation"). On (B)(6) 1998, the patient experienced the second episode of dysmenorrhoea ("mild pain during menstruation"). On an unknown date, the patient experienced fallopian tube neoplasm (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), the first episode of chest pain (seriousness criterion hospitalization), the second episode of chest pain (seriousness criterion hospitalization), suicidal ideation (seriousness criterion medically significant), back pain ("lower back pain, dreadful back pain"), muscle spasms ("cramps to legs and feet"), blood iron decreased ("low iron"), alopecia ("hair loss"), vision blurred ("blurred vision"), depression ("depression"), anxiety ("anxiety"), insomnia ("insomnia") and hot flush ("hot flashes"). The patient was treated with naproxen sodium (anaprox), surgery (removal of tumor attached to the left device) and surgery (on (B)(6) 2018 a total hysterectomy salpingectomy and cystoscopy was performed). Essure (ess205) treatment was not changed. On (B)(6) 1998, the last episode of dyspareunia had resolved. On (B)(6) 1998, the last episode of dysmenorrhoea had resolved. At the time of the report, the fallopian tube neoplasm, the last episode of chest pain, suicidal ideation, back pain, muscle spasms, blood iron decreased, alopecia, vision blurred, depression, anxiety, insomnia and hot flush outcome was unknown and the device dislocation and embedded device was resolving. The reporter provided no causality assessment for embedded device with essure (ess205). The reporter considered alopecia, anxiety, back pain, blood iron decreased, depression, device dislocation, fallopian tube neoplasm, hot flush, insomnia, muscle spasms, suicidal ideation, vision blurred, the first episode of chest pain, the first episode of dysmenorrhoea, the first episode of dyspareunia, the second episode of chest pain, the second episode of dysmenorrhoea and the second episode of dyspareunia to be related to essure (ess205). The reporter commented: patient (ID: (B)(6) ) had essure inserted on (B)(6) 1998 in the context of the stop 07 study. Due to chest pain, the patient was admitted to hospital 2 times. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2018: both essure devices in pelvis hysterosalpingogram and repeat hysterosalpingogram. Most recent follow-up information incorporated above includes: on 6-sep-2018: the consumer reported that on 27-aug-2018 a major surgery was performed. She was recovering from a total hysterectomy, salpingectomy and cystoscopy. When she will be well enough to sit at the computer she will put together all the paper work and send it. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (therapeutic goods administration, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube neoplasm ("had a 12 centimeters tumor growing around one of the devices / removal of a huge tumor attached to the left device - 12cm x 12cm round"), device dislocation ("both essure devices had migrated, still in pelvis as seen on x-ray/ devices have migrated into my pelvis"), embedded device ("devices are embedded into her tissue"), the first episode of chest pain ("chest pain (first hospitalization)"), the second episode of chest pain ("chest pain (second hospitalization)") and suicidal ideation ("suicidal thoughts") in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included contraceptives nos since 1998 for contraception. On (B)(6) 1998, the patient had essure (ess205) inserted. On (B)(6) 1998, 3 days after insertion of essure (ess205), the patient experienced the first episode of dyspareunia ("mild pain during intercourse"). On (B)(6) 1998, the patient experienced the second episode of dyspareunia ("mild pain during intercourse"). On (B)(6) 1998, the patient experienced the first episode of dysmenorrhoea ("mild pain during menstruation"). On (B)(6) 1998, the patient experienced the second episode of dysmenorrhoea ("mild pain during menstruation"). On an unknown date, the patient experienced fallopian tube neoplasm (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), the first episode of chest pain (seriousness criterion hospitalization), the second episode of chest pain (seriousness criterion hospitalization), suicidal ideation (seriousness criterion medically significant), back pain ("lower back pain, dreadful back pain"), muscle spasms ("cramps to legs and feet"), blood iron decreased ("low iron"), alopecia ("hair loss"), vision blurred ("blurred vision"), depression ("depression"), anxiety ("anxiety"), insomnia ("insomnia") and hot flush ("hot flashes"). The patient was treated with naproxen sodium (anaprox), surgery (removal of tumor attached to the left device) and surgery (on (B)(6) 2018 a total hysterectomy salpingectomy and cystoscopy was performed). Essure (ess205) treatment was not changed. On (B)(6) 1998, the last episode of dyspareunia had resolved. On (B)(6) 1998, the last episode of dysmenorrhoea had resolved. At the time of the report, the fallopian tube neoplasm, the last episode of chest pain, suicidal ideation, back pain, muscle spasms, blood iron decreased, alopecia, vision blurred, depression, anxiety, insomnia and hot flush outcome was unknown and the device dislocation and embedded device was resolving. The reporter provided no causality assessment for embedded device with essure (ess205). The reporter considered alopecia, anxiety, back pain, blood iron decreased, depression, device dislocation, fallopian tube neoplasm, hot flush, insomnia, muscle spasms, suicidal ideation, vision blurred, the first episode of chest pain, the first episode of dysmenorrhoea, the first episode of dyspareunia, the second episode of chest pain, the second episode of dysmenorrhoea and the second episode of dyspareunia to be related to essure (ess205). The reporter commented: patient (ID: (B)(6) ) had essure inserted on (B)(6) 1998 in the context of the stop 07 study. Due to chest pain, the patient was admitted to hospital 2 times. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2018: both essure devices in pelvis. Hysterosalpingogram and repeat hysterosalpingogram. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of pqs. Incident- no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (therapeutic goods administration, reference number: 52870) on (B)(6)2018. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube neoplasm ("had a 12 centimeters tumor growing around one of the devices / removal of a huge tumor attached to the left device - 12cm x12cm round"), device dislocation ("both essure devices had migrated, still in pelvis as seen on x-ray/ devices have migrated into my pelvis"), embedded device ("devices are embedded into her tissue"), the first episode of chest pain ("chest pain (first hospitalization)"), the second episode of chest pain ("chest pain (second hospitalization)") and suicidal ideation ("suicidal thoughts") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In august 1999, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube neoplasm (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) with pelvic pain, embedded device (seriousness criterion medically significant), the first episode of chest pain (seriousness criterion hospitalization), the second episode of chest pain (seriousness criterion hospitalization), suicidal ideation (seriousness criterion medically significant), back pain ("lower back pain, dreadful back pain"), muscle spasms ("cramps to legs and feet"), blood iron decreased ("low iron"), alopecia ("hair loss"), vision blurred ("blurred vision"), depression ("depression"), anxiety ("anxiety"), insomnia ("insomnia") and hot flush ("hot flashes"). The patient was treated with surgery (removal of tumor attached to the left device). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube neoplasm, device dislocation, embedded device, the last episode of chest pain, suicidal ideation, back pain, muscle spasms, blood iron decreased, alopecia, vision blurred, depression, anxiety, insomnia and hot flush outcome was unknown. The reporter provided no causality assessment for embedded device with essure (ess205). The reporter considered alopecia, anxiety, back pain, blood iron decreased, depression, device dislocation, fallopian tube neoplasm, hot flush, insomnia, muscle spasms, suicidal ideation, vision blurred, the first episode of chest pain and the second episode of chest pain to be related to essure (ess205). The reporter commented: due to chest pain, the patient was admitted to hospital 2 times. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6)2018: both essure devices in pelvis most recent follow-up information incorporated above includes: on (B)(6)2018: significant information was received. Added new reporter, event embedded device and updated as reported term for "pelvic pain". Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (therapeutic goods administration, reference number: (B)(4)) on 04-aug-2018. The most recent information was received on 09-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube neoplasm ("had a 12 centimeters tumor growing around one of the devices / removal of a huge tumor attached to the left device - 12cm x12cm round"), device dislocation ("both essure devices had migrated, still in pelvis as seen on x-ray"), the first episode of chest pain ("chest pain (first hospitalization)"), the second episode of chest pain ("chest pain (second hospitalization)") and suicidal ideation ("suicidal thoughts") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube neoplasm (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), the first episode of chest pain (seriousness criterion hospitalization), the second episode of chest pain (seriousness criterion hospitalization), suicidal ideation (seriousness criterion medically significant), back pain ("lower back pain, dreadful back pain"), muscle spasms ("cramps to legs and feet"), blood iron decreased ("low iron"), alopecia ("hair loss"), vision blurred ("blurred vision"), depression ("depression"), anxiety ("anxiety"), insomnia ("insomnia") and hot flush ("hot flashes"). The patient was treated with surgery (removal of tumor attached to the left device). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube neoplasm, device dislocation, the last episode of chest pain, suicidal ideation, back pain, muscle spasms, blood iron decreased, alopecia, vision blurred, depression, anxiety, insomnia and hot flush outcome was unknown. The reporter considered alopecia, anxiety, back pain, blood iron decreased, depression, device dislocation, fallopian tube neoplasm, hot flush, insomnia, muscle spasms, suicidal ideation, vision blurred, the first episode of chest pain and the second episode of chest pain to be related to essure (ess205). The reporter commented: due to chest pain, the patient was admitted to hospital 2 times. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2018: both essure devices in pelvis . Most recent follow-up information incorporated above includes: on 9-aug-2018: with follow up information received from consumer on 9-aug-2018 it was detected that this case was a duplicate to case number au-bayer-2018-147487, which will be deleted after all information was transferred to this case. New information on 9-aug-2018: both essure devices had migrated, they were no longer in the fallopian tubes but still in the pelvis as far as todays x-ray showed (new event added, event term fallopian tube neoplasm amended, left device not removed). New events added from deleted duplicate: alopecia, anxiety, blood iron decreased, depression, hot flush, insomnia, muscle spasms, suicidal ideation, vision blurred, the first episode of chest pain and the second episode of chest pain (the reporter commented: due to chest pain, the patient was admitted to hospital 2 times). Patient clarified that huge tumor attached to the left device was removed. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (therapeutic goods administration, reference number: (B)(4) on 04-aug-2018. The most recent information was received on 20-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube neoplasm ("had a 12 centimeters tumor growing around one of the devices / removal of a huge tumor attached to the left device - 12cm x12cm round"), device dislocation ("both essure devices had migrated, still in pelvis as seen on x-ray/ devices have migrated into my pelvis"), embedded device ("devices are embedded into her tissue"), the first episode of chest pain ("chest pain (first hospitalization)"), the second episode of chest pain ("chest pain (second hospitalization)") and suicidal ideation ("suicidal thoughts") in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included contraceptives nos since 1998 for contraception. On (B)(6) 1998, the patient had essure (ess205) inserted. On (B)(6) 2019, 3 days after insertion of essure (ess205), the patient experienced the first episode of dyspareunia ("mild pain during intercourse"). On (B)(6) 1998, the patient experienced the second episode of dyspareunia ("mild pain during intercourse"). On (B)(6) 1998, the patient experienced the first episode of dysmenorrhoea ("mild pain during menstruation"). On (B)(6) 1998, the patient experienced the second episode of dysmenorrhoea ("mild pain during menstruation"). On an unknown date, the patient experienced fallopian tube neoplasm (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) with pelvic pain, embedded device (seriousness criterion medically significant), the first episode of chest pain (seriousness criterion hospitalization), the second episode of chest pain (seriousness criterion hospitalization), suicidal ideation (seriousness criterion medically significant), back pain ("lower back pain, dreadful back pain"), muscle spasms ("cramps to legs and feet"), blood iron decreased ("low iron"), alopecia ("hair loss"), vision blurred ("blurred vision"), depression ("depression"), anxiety ("anxiety"), insomnia ("insomnia") and hot flush ("hot flashes"). The patient was treated with naproxen sodium (anaprox) and surgery (removal of tumor attached to the left device). Essure (ess205) treatment was not changed. On (B)(6) 1998, the last episode of dyspareunia had resolved. On (B)(6) 1998, the last episode of dysmenorrhoea had resolved. At the time of the report, the fallopian tube neoplasm, device dislocation, embedded device, the last episode of chest pain, suicidal ideation, back pain, muscle spasms, blood iron decreased, alopecia, vision blurred, depression, anxiety, insomnia and hot flush outcome was unknown. The reporter provided no causality assessment for embedded device with essure (ess205). The reporter considered alopecia, anxiety, back pain, blood iron decreased, depression, device dislocation, fallopian tube neoplasm, hot flush, insomnia, muscle spasms, suicidal ideation, vision blurred, the first episode of chest pain, the first episode of dysmenorrhoea, the first episode of dyspareunia, the second episode of chest pain, the second episode of dysmenorrhoea and the second episode of dyspareunia to be related to essure (ess205). The reporter commented: patient (ID: (B)(6) had essure inserted on (B)(6) 1998 in the context of the stop 07 study. Due to chest pain, the patient was admitted to hospital 2 times. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on 9-aug-2018: both essure devices in pelvis hysterosalpingogram and repeat hysterosalpingogram. Most recent follow-up information incorporated above includes: on 20-aug-2018: information on clinical study in which patient was included in the past (stop 07 study): patient (ID (B)(6) had essure placed on (B)(6) 1998 for permanent contraception. She had mild pain duiring intercourse on 8 and 12-sep-1998 (added as events) treated with anaprox (naproxen). Mild pain during menstruation occurred on 16-sep-1998 and 13-oct-1998. Concomitant contraceptive (unspecified) was used at the time. Hysterosalpingogram and repeat hysterosalpingogram were performed during the stop study. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.